Event description:
It was reported a patient underwent a right bicep tenodesis approximately 2 years ago. Subsequently, a month afterwards, the patient experienced a stroke and went through stroke rehab. Treatment is unknown. During the visit about 4 months ago, the patient was progressing well and reported regularly participating in active events. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110010384, toggleloc 2.9mm, lot # 868910r h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. A medcial investigation was done and it was found that procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. A stroke can happen to anyone at any time. It occurs when blood flow to an area of brain is cut off. When this happens, brain cells are deprived of oxygen and begin to die. Stroke is also known as the following: cva (cerebral vascular accident), tia (transient ischemic attack) and brain infarction. There are two classifications of stroke. A hemorrhagic stroke is when a brain aneurysm bursts or a weakened blood vessel leaks. An ischemic stroke occurs when a blood vessel carrying blood to the brain is blocked by a blood clot which can be cardiogenic due to underlying atrial fibrillation or from anti- or hypercoagulants which change the viscosity of the blood. A perioperative stroke is a serious and rare complication that may occur when a patient undergoes a surgical procedure and typically requires medical intervention. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02104.